Event description:
It was reported that thrombus occurred during the use of this device which required revascularization. No additional information was available. The info contained in this report was captured during a post-market eval conducted outside the us.